Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) had an automatic inflation fault. There was no patient involvement.

Manufacturer narrative:
Updated field: b4, d8, d9, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field engineer (fse) was dispatched to evaluate the unit. After inspection, it was found that the valve group was leaking and needed to be replaced. The hospital has deemed this equipment "scrapped" and will no longer repair it. The equipment will be sealed.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Updated field: b3, b4, g3, g6, h2, h6 (health effect ¿ clinical code), h11.